Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in the emergency room for health issue unrelated to the device or device function. Interrogation of the implantable cardiac defibrillator showed episodes of myopotential over-sensing, which could be reproduced with deep breathing. Low frequency attenuation filter was turned off to prevent over-sensing. Patient was stable before, during, and after the programming changes were made.